Event description:
Procedure type: prostatectomy. According to the reporter: ta piece of the trocar seal came off and fell inside the pt. The piece was retrieved. This occurred at the end of the case and the same device was used. There was no bleeding reported in excess of 250 cc. The case was not extended by more than 30 minutes. There was no tissue damage or unanticipated tissue loss. No pt injury was reported.

Manufacturer narrative:
(B)(4).